Manufacturer narrative:
The actual device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were done on the actual sample with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The technician reviewed each of the attached photos and noted that the leak occurred out of the drain line. The drain line was capped and in the organizer during the prime. A stream of fluid was seen ejecting from under the drain line cap. The supply lines were not in the organizer and were connected to the supply bags. The reported event was verified and the cause was determined to be use error due to incorrect setup. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It instructs to ¿remove the drain line from the organizer and attach it to the drain option¿. Then to ¿open clamps only on lines connected to solution bags and open the clamp on the patient line of the disposable set¿. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the homechoice cassette. This event occurred during priming while the home patient (hp) was connected. The cassette leaked all over, squirting solution on their furniture like their drawers, bed, and carpet and the care giver (cg) added it was all ruined. The cg claimed that the hp used a new set of supply and the therapy was successful. There was no patient injury or medical intervention associated with this event. No additional information is available.